Event description:
Information received by medtronic indicated that the insulin pump had power loss alarm. The insulin pump had stuck button alarm and blank display. Customer stated that the insulin pump was unable to clear the alarm. The time clock was not visible on the screen. No harm requiring medical intervention was reported. Troubleshooting was performed. Customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The product was returned for analysis.

Manufacturer narrative:
Case type = ngp. Customer returned device for alleged unexpected battery power loss, blank display,trace pointers are invalid, pump history pointers failed. The history pointers are corrupted., and keypad unresponsive/button error alarm found on (B)(6) 2022.the device passed the displacement test, active current test, and self test. The device failed the sleep current test. The device passed the keypad voltage test. All buttons were tested for their functionality and all passed. Test p-cap locked properly into the reservoir compartment. Successfully downloaded device history files and traces using thus software. The power management tool confirmed indicated abnormal behavior of the unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Device alarmed a trace pointers are invalid on the event date of august 29, 2022 at 06:13:24.000 or 6:13:24 am, and devicv e alarmed a device history pointers failed. The history pointers are corrupted. On the event date of august 29, 2022 at 06:15:49.000 or 6:15:49 am. Device alarmed a low battery alert found on 08/20/2022 at 08:23:00.000 or 8:23 am and was expected. Device alarmed a stuck key alarm on the event date of (B)(6) 2022 at 00:23:25.000 or 12:23:25 am. Device was cut open to perform visual inspection and found moisture damage on the electronic assembly and force sensor. The following were also noted during visual inspection: scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, battery tube threads - cracked, label damage, and corroded battery tube. Unexpected battery power loss and high sleep current measurement were confirmed due to moisture damage on eletric board 1 and the force sensor. Blank display was not confirmed. Trace pointers are invalid, history pointers failed. The history pointers are corrupted., and keypad unresponsive/button error alarm were not confirmed during testing. Moisture damage was confirmed found on the keypad flex connector, force sensor, and electric bord 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.